Event description:
On 7/15/96, pt had right upper lobe lung biopsy and development of acute inferior mi. She was transferred 7/15/96 and had cardiac catheterization and placement of iabp rt groin 7/15/96. She had problems with circulation and pulses in the right leg 7/15/, 7/16, and 7/17. Pt went to surgery on 7/16 for coronary artery bypass grafting. She had the intraaortic balloon removed on 7/17/96. Right leg mottled and intermittent pulse just prior to the iab catheter removal.